Manufacturer narrative:
The samples were lithium heparin plasma. A system check performed on 12/30/2009 passed within specifications. No errors were associated with the erroneous results. Two levels of qc were within specifications before the event. Qc was performed after the event and both levels were out of specifications high. An accu tni calibration failed after the event. A field service engineer (fse) was dispatched: the fse performed a diagnostic test which failed. The fse replaced the pipettor tip and made adjustments to the transducer. The fse repeated the diagnostic test and run a 50 repetition precision test; both tests met specifications. Although hardware issues were noted, no definitive root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained erroneously elevated troponin (accu tni) results for two patients' samples. The initial results were: 0.68 and 1.19 ng/ml for patients a and b, respectively. The results were reported out of the lab. Upon repeat testing on a different instrument accu tni results were within the normal reference range. Based on available information, patients were admitted to the hospital for observation only. No reports of death, injury, or change to patient treatment have been reported in connection with this event.